Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their gums have excessive bleeding, and they can see abrasions on their gums. Their aligners are causing cutting to their gums. Patient reported that they had gone to their dentist and their dentist is requesting the molds that were done on the patient's teeth. Provided information on gum tissue and provided tips. Recommended to hold in comfortable aligner or to get boil and bite. Requested letter of recommendation from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.